Event description:
Note: this report pertains to the second of two reported malfunctions which occurred during the event. Refer to MFR report #3005099803-2008-1476 for details regarding the first device. According to the complainant, during the procedure, this balloon burst inside of the patient at 15mm. The stricture was dilated to 13.5 mm and the physician was satisfied with this level of dilation. The procedure was considered successfully completed at that time. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.